Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. The battery cap reportedly had a worn top and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2016 with the following findings: a review of the black box data showed evidence of reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was damaged at the top and difficult to remove. There was no defect found with the cap¿s threads and the cap was able to fully attach on to the pump. The pump was exercised for 24 hours with no power issues. (B)(4).